Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded episodes showing noise oversensing, leading to inappropriate shocks being delivered. X-rays were performed. Technical services (ts) reviewed the device data and discussed three shocks were delivered inappropriately due to a combination of non-physiological artifacts, baseline shifting and a temporary decrease in the qrs amplitude. It was recommended to try to reproduce the artifacts and perform isometric movements. If the artifacts cannot be reproduced, it was recommended to program the device to the secondary vector. Further troubleshooting suggestions were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.